Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a metal piece in the sheath prevented the thumb advancer from splitting the sheath. There was no adverse patient effect reported. Additional information has been requested.

Manufacturer narrative:
The device was received. Investigation is not complete.